Event description:
This is filed to report a single leaflet device attachment it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. It was noted the pre-procedure gradient was 2-3mmhg. Imaging was also noted to be challenging. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1-2. It was noted the mean pressure gradient increased to 7-8mmhg after the third clip was implanted. Although the gradient increased above 6mmhg, the physician was satisfied with the results of the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported incomplete coaptation is due to a combination procedural conditions and challenging patient anatomy. The reported image resolution appears to be due to procedural conditions. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.